Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a battery low error during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified through a review of the event history log as "battery low" messages. Evaluation could not reproduce the reported issue when tested with the customer battery nor with a known good battery. No component could be identified for causality and no correction is required.  Should additional relevant information become available, a supplemental report will be submitted.